Event description:
A report was received that the patient was experiencing severe groin pain after the trial procedure. The physician removed the trial lead.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician believed the event was not device related and that it was procedure related. When the lead was removed, the patient felt better.

Event description:
A report was received that the patient was experiencing severe groin pain after the trial procedure. The physician removed the trial lead.